Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) units cylinder sensor sounds, even if it is full. There was no patient involvement.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) units cylinder sensor sounds even if it is full. There was no patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Additional information: e3 is unknown (initially it is submitted as "other healthcare professional") it was reported that the cs300 intra-aortic balloon pump (iabp) has a cylinder sensor sounds even if it is full. A getinge field service engineer completed repair. The device has passed all performance and safety tests according to the parent company specifications. The device was returned to the customer and cleared for clinical use. The fault did not cause any damage or inconvenience to workers or patients.